Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that she removed the reservoir and noticed the insulin pump is cracked. Blood glucose value was 122 mg/dl. The customer stated that the device was dropped the night before. The customer stated that the circle where the reservoir sits in came off. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.